Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer did not report any symptoms related to the high blood glucose level. Customer declined to troubleshooting for high blood glucose level. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.